Event description:
Medtronic (covidien) received report that a patient experienced left-side weakness at extubation post-pipeline procedure. The patient had a 4mm aneurysm in the right ophthalmic artery. A pipeline was placed without issue. No further peri-procedural intervention was required. At extubation, the patient was weak on the left-side. The patient was reintubed and an angiogram was taken. Pipeline flex device was 99% occluded, per the physician. The patient was treated with abciximab and fully recovered over two day stay. Further investigation shows that patient is a clopidogrel non-responder. Prasugrel was given at the time of the procedure. Also, patient found to have clotting disorder. The device will not be returned as it is implanted in the patient. No further adverse event was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.